Event description:
There was an allegation of questionable ise indirect gen 2 sodium results from the cobas 6000 c501 module. The initial result was 153 mmol/l and the repeat result was 142 mmol/l.

Manufacturer narrative:
The electrode lot number and expiration date were requested but were not provided. The field service engineer recalibrated and replaced the sample probe and pinch tube. The investigation could not determine a specific root cause but found the issue was resolved after the service actions.